Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise which resulted in inappropriate automatic mode switch (ams). The physician elected to perform no changes or intervention and the lead remains implanted in the patient. The patient was in stable condition.